Manufacturer narrative:
Initial reporter's phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: (investigation results) the returned hydratome rx 44 was analyzed, and a visual examination found the working length and the cutting wire were kinked. Flow test was performed using spare lab syringe to inject liquid trough the injection port and it came out of the tip of the device as intended. The guidewire was also found in good condition. No other problems with the device were noted. The product analysis revealed that the working length and the cutting wire were kinked. These conditions could have been generated due to the operational factors, the technique used for the device manipulation and by the interaction between the device and a hard surface after actuating the device several times. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the bile duct and papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During preparation, it was noticed that the tome could not properly be filled with contrast fluid. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results of cutting wire kinked. Please see block h11 for full investigation details.